Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Occurrence: a complaint history check was performed and this is the 4th. Related complaint for needle clog on lot # 9106633. A review of risk management document (B)(4) revision 18, indicates that the potential risk of this specific reported incident (pen needle: needle clog) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle would not release insulin during the priming process. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported having pen needles that do not release insulin during his priming, for the past two weeks. Stated this morning he had another pen needle that did not release insulin so he switched to a 2nd pen needle and that pen needle worked. However, he stated upon removing that pen needle from his injection site he noticed it was bent on the pe."